Event description:
It was reported the patient was experiencing pre-syncope. Upon interrogation, noise was perceived on both the patient¿s right atrial lead and right ventricular lead. The noise was determined to be inhibiting right ventricular pacing. On (B)(6) 2018 both leads were explanted and replaced. The patient was reported to be in stable condition.

Manufacturer narrative:
Analysis found external insulation abrasion breaching the outer insulation at 11.4 ¿ 11.6 cm from the connector pin and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to external insulation abrasion, consistent with friction to the device can.